Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of fluid ingress on the shielding. The reported event of a damaged modular cable was confirmed via the returned modular cable. The returned modular cable (lot number 198198) was tested by measuring the resistance of the individual wires by using a digital multimeter and all wires passed without issue. Additionally, the cable was tested for current leakage of the underlying wires and passed without issue. The returned modular cable was then connected to a known working test system controller and pump without issue. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 198198) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable had cosmetic damage to the silicone. The modular cable was exchanged and returned for evaluation.